Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The device was returned in two parts, the proximal part from the hypotube hub to a break in the shaft 1cm distal from the port exit and the distal part of the device from the break to the bumper tip. The distal part was attached to a snare. A visual and tactile examination found multiple kinking on the hypotube shaft between 70mm-160mm from the end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner found the outer and inner lumen stretched and broken at 1cm distal from the port exit. The bumper tip of the device showed no signs of damage. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. The target lesion was located in the left anterior descending artery distal to the anastomosis of the internal mammary artery (ima). Pre-dilatation was performed using a 2.0x15 balloon catheter. A 2.5x20 promus premier stent was delivered to the anastomosis site and was successfully deployed. A 2.25x32 promus premier stent was attempted to be delivered in the distal lad but was unsuccessful. The device was removed and pre-dilation was performed again using several balloons. The 2.25x32 pp stent was again advanced but still failed to cross the lesion. Subsequently, a 2.25x20 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 2.25x12 promus premier was then advanced and deployed to the distal lesion. The 2.25x20 promus premier¿ was again advanced but still failed to cross the lesion. When the physician attempted to remove the device, resistance was met; several attempts were made but still unsuccessful until the stent shaft separated at the wire exit port. The proximal shaft was removed from the body while the distal shaft including the stent remained inside the patient. The physician then gained access into the left femoral artery, inserted a second 6f guide catheter in an attempt to snare out the detached portion of the device. After several attempts, it proved to be unsuccessful so the physician decided to access the left radial artery instead and was able to successfully snared out the remaining portion of the device from the patient's body. A new wire was then passed through the original 6f ima guide across the lesion. A 2.5x15 nc emerge was used to further dilate the lesion. A 2.5x20 promus premier was successful deployed across the lesion. Post-dilatation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4) device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. The target lesion was located in the left anterior descending artery distal to the anastomosis of the internal mammary artery (ima). Pre-dilatation was performed using a 2.0x15 balloon catheter. A 2.5x20 promus premier stent was delivered to the anastomosis site and was successfully deployed. A 2.25x32 promus premier stent was attempted to be delivered in the distal lad but was unsuccessful. The device was removed and pre-dilation was performed again using several balloons. The 2.25x32 pp stent was again advanced but still failed to cross the lesion. Subsequently, a 2.25x20 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 2.25x12 promus premier was then advanced and deployed to the distal lesion. The 2.25x20 promus premier was again advanced but still failed to cross the lesion. When the physician attempted to remove the device, resistance was met; several attempts were made but still unsuccessful until the stent shaft separated at the wire exit port. The proximal shaft was removed from the body while the distal shaft including the stent remained inside the patient. The physician then gained access into the left femoral artery, inserted a second 6f guide catheter in an attempt to snare out the detached portion of the device. After several attempts, it proved to be unsuccessful so the physician decided to access the left radial artery instead and was able to successfully snared out the remaining portion of the device from the patient's body. A new wire was then passed through the original 6f ima guide across the lesion. A 2.5x15 nc emerge was used to further dilate the lesion. A 2.5x20 promus premier was successful deployed across the lesion. Post-dilatation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable.